Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed prime, basic occlusion and displacement test. The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had an intermittent failure that was not detected during testing. Cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
It was reported that the insulin pump alarmed motor error during priming. The blood glucose reading was 142 mg/dl. The customer stated that she went to change the reservoir and received the alarm while performing the rewind. No significant events leading to the alarm noted. The customer was able to rewind the insulin pump. Advised discontinuation of the device. Nothing further reported.